Event description:
It was reported to physio-control that the customer's device was used during intervention on a (B)(6) male. The patient went into cardiac arrest during ambulance transport to the hospital. The ambulance stopped and the cardiac arrest protocol was implemented immediately. The ambulance crew performed chest compressions, applied defibrillation electrodes to the patient's chest (described as dry and without hair) and connected the patient to the device. It was reported that the device user was not able to perform an ECG analysis due to a continuous 'connect electrodes' message. After several disconnections and reconnections of the connection between electrodes and the device, the device functioned properly and performed an ECG analysis. During the intervention, the device advised a shock that was delivered to the patient. The patient was not resuscitated.

Manufacturer narrative:
Physio-control performed a clinical review of the downloaded patient event records. The patient event record event indicates that the defibrillation electrodes were connected to the patient approximately 1 minute and 14 seconds after the defibrillator was turned on. After the electrode connection was established, there were no other indications of a loss of electrode connection until shortly before the device was turned off. The total elapsed time of the device use was just over 34 minutes. Physio-control evaluated the device, battery and defibrillation electrodes (which were used during the reported event). Proper operation of the device was confirmed during functional and performance testing. The reported issue was not duplicated. The returned defibrillation electrodes were examined physically, checked for electrical continuity and they were examined by x-ray. No discrepancies were observed. A cause of the reported issue could not be determined.